Event description:
The initial reporter questioned a discrepant high result for 1 patient sample tested for lactate dehydrogenase acc. Ifcc ver.2 (ldhi2) on a cobas c 503 analytical unit. The initial result was 653 u/l. The physician questioned this result. The sample was repeated on a different c503 analyzer with a result of 207 u/l. The sample was repeated on the original c503 analyzer with a result of 196 u/l.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Manufacturer narrative:
The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Improper sample handling and/or contamination with erythrocytes lead to elevated ldh results. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.